Event description:
It was reported the fabric foundation of the unit was burned by an internal component.

Manufacturer narrative:
It was reported the fabric foundation of the unit was burned by an internal component. Our examination revealed that one of the terminals had been broken near a thermostat, resulting in a spark which had compromised our double-insulated design, causing a 1/2" diameter hole in the fabric foundation. We also found several other internal components that were bent, as well as indications that the unit had been folded in use, which is a clear indication of misuse and failure to follow instructions and warnings on the part of the consumer. We concluded that this report was attributable to misuse by the user, and failure to follow instructions as to the care and handling of the unit.